Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. A few weeks later consumer experienced pain and in november consumer sought medical treatment for infection of the piercing site and was prescribed antibiotics.